Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 14. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2026, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, bleeding and increased sensitivity. No further patient complications were reported.